Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system aspiration catheter 6x (cat6x) and a non-penumbra sheath. It was reported that the tibial arteries were previously stented. During the procedure, while advancing the cat6x through the sheath to the target vessel, the physician had difficulty visualizing the cat6x under fluoroscopy. The physician then continued to complete two passes using the cat6x. Due to the difficulty in tracking the cat6x, particularly within the stent, the physician decided to remove it. It was reported that no piece of the cat6x was left in the patient. The procedure was completed using an indigo system aspiration catheter 7 (cat7) and another sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being corrected on this follow-up #01 MFR report: 3005168196-2025-00353. 1. Section b. Box 5. Describe event or problem. 2. Section h. Box 6. Medical device problem code 1. Evaluation of the returned indigo system aspiration catheter 6x (cat6x) revealed that the markerband was missing and the distal tip was damaged. If the cat6x is manipulated against resistance during use, damage such as this may occur. Based on the reported complaint, the previously placed stent could have caused resistance during the procedure. The missing markerband at the distal tip likely contributed to difficulty visualizing the catheter during the procedure. Further evaluation revealed kinks and ovalization on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system aspiration catheter 6x (cat6x) and a non-penumbra sheath. It was reported that the tibial arteries were previously stented. During the procedure, while advancing the cat6x through the sheath to the target vessel, the physician had difficulty visualizing the cat6x under fluoroscopy. The physician then continued to complete two passes using the cat6x. Due to the difficulty in tracking the cat6x, particularly within the stent, the physician decided to remove it. It was reported that no piece of the cat6x was left in the patient. The procedure was completed using a cat7 and another sheath. There was no report of an adverse effect to the patient.